Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported vessel locator wing retraction issue was confirmed based on the returned device condition. Difficult to remove and failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the electronic starclose instructions for use, states: do not deploy the clip in areas of calcified plaque. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to user error and an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Patient selection - per the instructions for use - do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a starclose se device via a 6f sheath after a lower left extremity interventional procedure. Reportedly, after deployment of the clip, the device was stuck in the vessel and the access ports were used so the device could be removed. The vessel locator wings appeared to have "mostly collapsed". No vessel damage was noted. There was still bleeding from the access site so manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.